Manufacturer narrative:
No complaint sample or pictures were available for evaluation or confirmation of defects. The lot number is unknown; therefore, a DHR/lhr cannot be performed. No root causes can be confirmed without examination of the product. Therefore, the investigation is inconclusive. The complaint investigation has not identified nor confirmed any manufacturing defects with this device. Per initial discussions with the customer, they may not have any additional information regarding this event. As stated the reporter does not know what broke, the device was discarded and the lot number is unknown. The reporter does not know if any piece of the device was left behind in the patient. It is also reported that it is unknown if there was any procedural delay. It was stated though that the incident did not result in any patient injury. While the customer is unsure of what broke and if any part was dropped inside of the patient, this report is being filed as conmed currently has two (2) sentinel event medwatch reports, 1320894-2008-00081 for balloon of vcare becoming detached and left in patient, and, 1320894-2008-00089 for forward cup becoming detached and left in patient. Conmed considers this complaint closed.

Event description:
It was reported, "while working on a case, a piece became detached. Unsure of what broke, discarded product. Lot number unknown." End-user also informed conmed that there was no patient injury.